Manufacturer narrative:
Labeled for single use and reuse.

Event description:
Our foreign affiliate reports a pt developed a mid-peripheral, 3 mm to 4 mm corneal ulcer in the right eye while wearing acuvue oasys contact lenses. The pt initially reported contact lenses becoming cloudy following 5 to 7 days of wear. Around 2008, the pt was diagnosed with a corneal ulcer od. The ulcer was not cultured, but the reporting ecp indicated the ulcer appeared to be consistent with a staphylococcus ulcer. The ulcer was reported to have only affected the superficial cornea. The pt was treated with "eye drops", the type of eye drops was not provided. The pt's mother was contacted and reported the pt returned to wearing contact lenses the following month. The lens case containing one lens was returned, the parameters were measured and the lens meets company standards for base curve, center thickness and diameter. No visual attributes were observed. A review of the device history reveals the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. No additional information is expected. MDR events are reviewed at quarterly management review meetings.